Event description:
Patient was admitted to the ER and had been placed on the ltv 1000 ventilator for about an hour. Patient taken for a CT scan in radiology. Patient was on the ltv 1000 ventilator on 100% oxygen for approximately one half hour in CT and equipment was working well. As the patient was being moved into the CT tube the ventilator suddenly read "xdcr fault". Rn was right at the patient's side when the incident occurred and pressed the reset button immediately. The "xdrc fault" appeared right away and the patient was quickly removed from the ventilator and hand ventilation with a bag unit was started on 100% oxygen. The patient was stable during the incident and never appeared distressed. Another ventilator was brought down and patient was placed on the ventilator with same settings. No adverse effect on patient. Diagnostic testing by maunfacturer showed device required replacement of analog board.